Manufacturer narrative:
It was previously provided that the pipeline connection was wrong, and the customer was instructed to connect the pipeline correctly. Although requested, no further information could be provided. Although it is currently unknown if the device ultimately passed the required performance verification tests per philips standard and was returned to service, the reconnecting the proximal pressure line should resolve the issue based on the service manual. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Per good faith effort (gfe) response received, the remote service engineer (rse) evaluated the device with the customer and found that the proximal pressure line was not connected correctly. The rse instructed the customer to reconnect the proximal pressure line. Further case information is pending.

Manufacturer narrative:
The service engineer provided the customer with information on how to correctly connect the proximal pressure line to resolve the issue. The service engineer did not observe any other issues with the device.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the proximal pressure was too low. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the proximal pressure is too low. The guidance is that the mask pressure line is not connected. The investigation is ongoing.